Event description:
After 4.5hrs of iab therapy, alarms sounded and blood was noted in the tubing. The patient was weaned from iab therapy. No patient injury or further complications occurred as a result of this event. No further details are available.